Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since implant, the patient experienced inadequate pain relief. Reprogramming was attempted several times with no improvement. The patient's pain score ranged from 8.5/10 to 9/10, and they experienced 20-30% pain relief. The etiology was listed as a causal relationship of the device or therapy to the event, but not related to the implant procedure. The issue was ongoing. Additional information was received from the clinical site. It was reported that electrode 0 was identified as being out of range 2025-jan-08. They programmed around this but still had not had any pain relief from the device. The diagnostic type was device interrogation/device data with results specified as electrode 0 out of range as of 2025-jan-08. The device diagnosis was updated to high impedance. The patient's age at consent was 63.

Event description:
Additional information was received. New interventions: therapy suspended , entire on (B)(6) 2025, and then reprogrammed on (B)(6) 2025. The patient reported a pain score of 9/10. Date of test: (B)(6) 2025. Regarding signs / symptoms: on the (B)(6) 2025 no pain relief, reprogrammed. 3 sep 25 inadequate pain relief reported, reprogrammed. Referred to therapies.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.